Manufacturer narrative:
(B)(4) date sent to the FDA: 1/26/2021 additional information: d9, h4, h6 a manufacturing record evaluation was performed for the finished device batch qhbckq, and no non-conformances were identified. H6 component code: g07002 ¿ conforming device additional h3 investigation summary: three unopened samples of product code epm8739, lot # qhbckq were received for evaluation. The product code is multistrand and each packet contains two strands double armed. During the visual inspection of three unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2020 and suture was used. During the procedure, the suture got detached from the needle. There were no adverse patient consequences reported. No additional information was provided.